Manufacturer narrative:
Product analysis: the device returned with the stent deployed and the red locking pin partially in the device handle the size on the device was 6 x 80mm. The red locking pin was partially in the device handle. The handle appeared to have been opened. The wire could be seen protruding out of the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that during the use of an everflex entrust the physician intended to stent the external iliac. No abnormalities reported in relation to anatomy. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. No resistance encountered when advancing the device. No excessive force used. The device did not pass through a previously-deployed stent. When the physician removed the red safety tab she saw a wire attached to the safety. When they looked on fluoro the stent was deployed in the distal external iliac/proximal femoral artery. A new stent was used to cover the lesion. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.